Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4):lifescan (lfs) received the meter involved with the complaint. Lfs has completed device evaluation with the returned meter on (B)(4) 2012. Investigation confirmed that the lcd was cracked/broken. It was also noted that the meter label was smeared so the serial # was not visible at the time of the initial complaint. The meter was downloaded and the serial # was confirmed to be (B)(4).